Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the infection was unknown. It was also stated the infection was sepsis. The current status of the patient was reportedly unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician admitted the patient due to an infection and ventriculitis. The physician did blood tests and confirmed that it was a staph infection. The manufacturer representative was in theatre and opened the products in theatre. It was stated the products were handled correctly.